Manufacturer narrative:
Although the event date was (B)(6) 2018, the above information was shared with the manufacturer's representative on 03-aug-2018. There is no additional information for this adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
A mild level of paralysis was observed of the right phrenic nerve while the patient's rspv was being ablated. The patient was subsequently monitored.

Manufacturer narrative:
The following correction is done in device manufacturers only - event problem and evaluation codes - device code - 2993. The device code was incorrectly listed as 1670 - 2017. The corrected device code is 2993. There is no additional information for this adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
A mild level of paralysis was observed of the right phrenic nerve while the patient's rspv was being ablated. The patient was subsequently monitored.